Manufacturer narrative:
(B)(6). (B)(4). The part is not approved for sale in the us but a similar part with catalogue number 8799145 and 510k number (B)(4) is approved for sale in the us. The product was not returned for evaluation. Hence, we cannot draw any conclusions as of now.

Event description:
It was reported that the patient underwent anterior fusion at cervical for ossification of posterior longitudinal ligament. The patient complained of dysphagia around 10days after initial operation although it had been no problem at postoperative x-ray examination. Image revealed that autologous bone moved toward anterior and pushed the plate.currently dysphagia is resolved so the patient will be followed up. The surgeon commented installation position autologous was not appropriate. The plate was backed out. Image was not confirmed during the operation. Device remained inside the patient